Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. What is meant by ¿the entire needle and suture fell apart and crumbled¿? Did the needle broke? No. Did the suture broke? Yes, when the circulator opened the package onto the field, the suture disintegrated as if it was mass absorbed before your eyes but had a good expiration date. They grabbed another package from the same lot or box, and it worked great. No issues. Did the needle pull off from suture? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a redo CABG procedure on (B)(6) 2021 and suture was used. When the suture packet was opened the entire needle and suture fell apart and crumbled. Another like device from the same box and lot was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/11/2022. H3 investigational narrative: visual analysis of the returned product revealed that an empty opened foil, an empty opened folder, and multiples sutures pieces into a petri dish product code j649g were received to ethicon inc for evaluation. The strand was broken at several pieces during the inspection due to the degradation process caused by exposure to the environment. The product code j649g contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and a functional test cannot be performed. The foils were visually inspected, and excessive wrinkles and holes in the cavity were observed. This condition contributed to the degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.